Event description:
The device was returned to physio-control as part of corrections and removals number 3015876-06/13/2013-001r where physio observed that the dielectric shield, which is located between the main pcb assembly and the cedar pcb assembly, was missing. The missing dielectric shield could allow for internal shorting on one of the printed circuit board assemblies and render the device inoperable. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Please reference corrections and removals number 3015876-06/13/2013-001r. The customer was provided with a replacement device.